Event description:
[Xfree] use for covid-19 under emergency use authorization (eua): manufacturer instructs customers to return product and then sell it to other customers. Biogx is having customers return products and re-sell them. They have done this on multiple occasions. Xfree and ruo/custom products.